Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated shortly after she fell asleep, her boyfriend noticed she appeared to be uncomfortable and then began to have a seizure. She stated he checked the cgm and noticed a sensor error on the display screen. He administered the patient with a glucagon shot and called 911. The patient started to come to when the paramedics arrived. They provided her with a mix of dextrose and orange juice and stayed with her until her blood glucose increased to 110 mg/dl. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found. The sensor was inserted into the back. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.